Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred (B)(4) 2014 for rv pacing impedance greater than 3000 ohms. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Analyst commented, on (B)(4) 2014, rv bipolar lead impedance gradually rising from 700 ohms in (B)(4) 2012 to over 3000 ohms. On (B)(4) 2014, rv bipolar lead impedance measured 3306 ohms.

Event description:
It was reported that during an office visit that a lead integrity alert was triggered and the right ventricular (rv) lead exhibited high impedance. It was also indicated that the rv lead exhibited slow but persistent increased impedance. No actions were taken, and the rv lead remains in use. It was recommended that the rv lead be replaced or closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).